Event description:
Report received of unrequested bolus dose delivery in biomedical testing. It was reported that in preventative maintenance testing, the pump was delivering bolus doses when the cord was wiggled. Customer has set up the pump in the bolus only mode of delivery, and plugged the cord into the jack on the pump, it delivered a bolus dose. The customer contact removed the cord, the pump delivered a bolus dose again. Upon investigation, the customer contact stated that the jack on the pump was loose, and any manipulation of the jack resulted in a bolus delivery. It was reported that the pump would not deliver a bolus with manipulation if the dose was attempted within the lockout interval. Several different cords were tested, and they all delivered with manipulation of the cord reportedly due to the jack on the pump being loose. There was no reported pt involvement, and no reported adverse pt event while the pump was in clinical service. Though requested, there was no further info available.